Event description:
It was reported that there was an alert for high impedance on the high-voltage portion of the right ventricular (rv) lead. There was also t-wave oversensing (twos) post pace noted. Numerous programming options were tried without successful resolution. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37712 pain stim ipg, implanted (B)(6) 2010; 3708240 neuro extension, implanted (B)(6) 2010; 5076-52 lead, implanted (B)(6) 2013; 429688 lead, implanted (B)(6) 2013; dtba1d1 ICD, implanted (B)(6) 2013; 37743 neuro programmer; 37752 neuro recharger. (B)(4).